Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient shoulder pack strap broke off the bag. The coordinator replaced the shoulder pack at the clinic. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that the shoulder pack strap broke off the bag. The shoulder pack was returned for evaluation. The broken shoulder strap was not found broken on the shoulder pack. Although, an incidental finding not related to the reported event found the protective window was cracked unable to shield the controller from harmful external material. The most likely root cause of the this event could be mishandling of the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.